Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw mark noted on the terminal pin. Deformed conductor coils were noted most likely from some type of grabbing tool. In addition, cuts were noted in the insulation. Blood and body fluid noted in the lumen near the severed end. The allegation was not confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition and was part of a system revision due to infection. This lead was explanted and no longer in service. No additional adverse patient effects were reported.